Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6), h3, h6: multiple fdd/annex a codes were reported. A1102 was coded for the error message stating the system needed to restart. A0902 was coded for the screen went black. The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while preparing the system for a case the screen went black, then gave an error message stating the system needed to restart. After rebooting, the system seemed to function normally. There was no patient involvement.

Manufacturer narrative:
D9, h3: logs were received and software analysis was completed. There were two log sessions on the date of issue raised. Segmentation fault in qmlguiservice was captured in the system logs. Also, coredump created in qmlguiservice libnvidia-glcore and the stack was pointing to the function mre::details::defaultshaderstoragebufferobject::initialize(). The user was in verify registration task when the issue had occurred. There were no other errors captured in the logs. A software issue was confirmed. The reported event results from a software malfunction. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.